Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing (nsrvo) were noted on patient's device. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient presented for reprogramming and required programming changes were made. The patient was stable.